Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device revealed the fiber metal cap is detached and not returned. There were no burns or char observed on the returned fiber. The glass cap exhibits severe devitrification at output window. The fiber can independently rotated within outer flow tubing. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Cap wear acceleration lead to the possibility of metal cap detachment. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
Analysis of the returned device revealed that the metal cap is detached. There was no patient harm.